Manufacturer narrative:
Analysis of programming. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
During review of programming history the patient was found to have high impedance. Attempts for additional information have been unsuccessful. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.